Event description:
A pixel issue on a pump display was reported, making it difficult for the customer to read the screen. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, provided instructions for using a replacement pump to ensure continuous insulin delivery, and instructed the customer on returning the malfunctioning pump. The customer reverted to an alternate pump for insulin therapy.